Manufacturer narrative:
Article website: http://jnis.bmj.com/content/early/2014/07/03/neurintsurg-2014-011281.full off label use: treatment of posterior circulation aneurysms (large fusiform basilar aneurysm). The pipeline¿ embolization device is indicated for the endovascular treatment of adults (22 years of age or older) with large or giant wide-necked intracranial aneurysms (ias) in the internal carotid artery from the petrous to the superior hypophyseal segments. The lot history record review was not possible since the lot numbers were not reported. The devices will not be returned for analysis as they were implanted in the patient; therefore, the event cause could not be determined. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. Mdrs from the same article MDR# 2029214-2015-00922 (patient 1), MDR# 2029214-2015-00923 (patient 4), MDR# 2029214-2015-00924 (patient 6), MDR# 2029214-2015-00925 (patient 7).

Event description:
Medtronic (covidien) received information from literature review that one patient developed a sizeable right anterior inferior cerebellar arteries-posterior inferior cerebellar artery (aica-pica) distribution stroke after pipeline embolization device (ped) procedure, with cranial nerve palsies, dysarthria, and dysphagia, requiring feeding tube placement. The patient was diagnosed with a stroke and a large fusiform basilar aneurysm 10 months before treatment with two overlapping peds. A 1-month follow-up MRI and angiogram showed no new strokes, and markedly decreased aneurysmal filling. The mrs at that time was 4, but then the patient was lost to follow-up, having requested an out-of-state transfer to a rehabilitation facility close to home. Recently, a family member disclosed that the patient had died (mrs 6) about 18 months after ped placement owing to "medical problems", but no further details were available. In this article, the authors presented their posterior circulation flow diverter experience, outcomes, and morbidity in comparison with recent studies. A retrospective chart and imaging review of six patients with seven aneurysms in posterior circulation vessels, treated with flow diverter technology was carried out. It was concluded that flow diversion may be a possible treatment in carefully selected patients with high-risk atypical posterior circulation aneurysms, with poor natural history and no optimal treatment strategy. Symptomatic and fusiform large aneurysms appear to carry the highest risk. Further studies are necessary to assess the role of flow diversion in the posterior circulation. Citation: toth g, bain m, hussain ms, et al. Posterior circulation flow diversion: a single-center experience and literature review. J neurointerv surg. 2015 aug;7(8):574-83. Doi: 10.1136/neurintsurg-2014-011281. (Http://jnis.bmj.com/content/7/8/574.long).